Event description:
It was reported that a user¿s blood glucose remained in the 200s mg/dl for approximately six hours, peaking at 250 mg/dl and measuring 208 mg/dl at the time of the call, while using the ilet system. Troubleshooting included guidance to perform an infusion site change given the persistent hyperglycemia without alarms. Customer care provided support that included a recommendation for site change. Investigation of this case revealed no confirmed device malfunction, and a potential use- or site-related issue could not be excluded. It was concluded that the cause of the hyperglycemia remained unclear with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.